Event description:
It was reported that one of four units, "might have been caught in a fire." Customer unable to provide a detailed description of the event. Reported the devices were plugged in at the time of the event and there was smoke, possible fire. There was no patient involvement as the devices were not in a patient room at the time. No property damage was reported. As the customer tried to retrieve data from the devices, they were unable to due to error 133.6090.

Manufacturer narrative:
Omit: B21 - Type of Investigation Not Yet Determined, C21 - Results Pending Completion of Investigation, D16 - Conclusion Not Yet Available.Correction: Medical Device Manufacturer, Reporting Office. Additional Information: Device Eval by Manufacturer, IMDRF Annex A, G, B, C, D codes and Manufacturer Narrative.A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section H6 of this MDR report.Investigation Summary:The reported System Error 133.6090 was attributed to the prolonged inactivity of the PCU, which resulted in the discharge of capacitor C245. This condition was confirmed through error log review and laboratory testing.The reported ¿smoke and burning odor¿ event was attributed to a thermal event caused by a short circuit between the IUI pins of the suspect Pump Module, as confirmed through laboratory testing.An external and internal inspection of each returned suspect device was performed. It was observed that several pins on the IUIs exhibited thermal damage. Aside from this finding, no other issues related to the reported event were identified.BD issued a voluntary recall (MMS-203810 BD Alaris System) to address specific cleaning practices as it relates to the BD Alaris System which contain the following notifications related to cleaning: Best Practices for Cleaning BD Alaris System DevicesBD Alaris System Cleaning AuditBD Alaris System Cleaning ChecklistBD Alaris System IUI Inspection Quick ReferenceBD Alaris System with Guardrails Suite MX User Manual Addendum JUL2020Functional testing was performed with known good IUIs obtained from DCHU facilities and installed in the suspect devices. Each Pump Module was programmed to infuse at a rate of (b)(6) and was left infusing continuously for approximately 24 hours. Upon completion of testing, no problems, anomalies, or failures related to the reported event were observed.The suspect devices with known good IUIs from DCHU facilities passed all the PM (Preventive Maintenance) tests in Alaris System Maintenance (ASM) (V12.5).The PCU successfully passed the Ground Resistance Test in accordance with the applicable specifications.The facility reported System Error Code 133.6090 and devices with thermal damage; no event date or time was reported.A review of the error logs was performed, and it was observed that error code 120.4370.5 (Low 8v Failure Log Only) was first recorded on (b)(6) 2026 at 5:24 PM, error code 120.4410.0 (low backup voltage failure) was also recorded on this date/time. Error Code 133.6090.0 (Main Speaker Failure) and error code 120.4370.5 (Low 8v Failure Log Only) was recorded on (b)(6) 2026, at 9:36 AM.It was powered off on (b)(6) 2026, and the PCU remained unused for approximately three months. was not powered on again until (b)(6) 2026, at 9:36 AM. Notably, this power-up coincided with the occurrence of Error Code 133.6090, as previously described.Pump Module S/N: (b)(6) (Channel A).On (b)(6) 2026, at 12:59 PM, an infusion was initiated at a rate of (b)(6) with a VTBI of (b)(6). The Primary Volume Infused (PVI) was (b)(6)and the Secondary Volume Infused (SVI) was (b)(6). Channel Off was subsequently selected, and the unit was removed at 5:23 PM.Pump Module S/N: (b)(6) (Channel C)On (b)(6) 2026, at 1:02 PM, an infusion was initiated at a rate of 38.81 mL/h with a VTBI of (b)(6). The Primary Volume Infused (PVI) was (b)(6) and the Secondary Volume Infused (SVI) was (b)(6). The unit was removed at 5:23 PM.Pump Module S/N: (b)(6) (Channel B).On (b)(6) 2026, at 5:22 PM, an infusion was initiated at a rate of (b)(6) with a VTBI of (b)(6). The Primary Volume Infused (PVI) was (b)(6) and the Secondary Volume Infused (SVI) was (b)(6). The unit was removed at 5:23 PM.The BD Alaris User Manual (v12.1) states to not use a device with any damage. Send to Biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm.System Error Tip Sheet:The BD Alaris¿ PC unit (PCU) software runs self-checking programs prior to and during operation. A SYSTEM ERROR message means that the BD Alaris¿ System has identified an error in either the hardware or the software of the PCU. Obtain a new PCU. Do not power down until a new PCU is available. Tag the affected PCU, describe the error and return it to your facility¿s clinical engineering or biomed department.ROOT CAUSE:The probable cause of the reported System Error 133.6090 is attributed to the prolonged period of inactivity of the PCU. The device remained unused for approximately three months, having been powered off on (b)(6)2026, and not powered on again until (b)(6)2026. This extended period of non-use likely resulted in the discharge of capacitor C245, which may have contributed to the malfunctions recorded in the error logs, including the occurrence of System Error 133.6090 upon power-up. The root cause of the reported ¿smoke and burning odor¿ event is being attributed to a thermal event caused by a short circuit, due to liquid accumulation, contamination, residue buildup, and/or corrosion between the IUI pins on the Suspect Pump Module S/N 1(b)(6). The exact nature of this residue accumulation could not be determined.It is likely that during the melting of the IUI connector smoke was observed, however it could not be confirmed that fire was observed.Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
IT WAS REPORTED THAT ONE OF FOUR UNITS, "MIGHT HAVE BEEN CAUGHT IN A FIRE." CUSTOMER UNABLE TO PROVIDE A DETAILED DESCRIPTION OF THE EVENT. REPORTED THE DEVICES WERE PLUGGED IN AT THE TIME OF THE EVENT AND THERE WAS SMOKE, POSSIBLE FIRE. THERE WAS NO PATIENT INVOLVEMENT AS THE DEVICES WERE NOT IN A PATIENT ROOM AT THE TIME. NO PROPERTY DAMAGE WAS REPORTED. AS THE CUSTOMER TRIED TO RETRIEVE DATA FROM THE DEVICES, THEY WERE UNABLE TO DUE TO ERROR 133.6090.

Manufacturer narrative:
A FOLLOW UP REPORT WILL BE SUBMITTED ONCE THE FAILURE INVESTIGATION HAS BEEN COMPLETED. PER 803.52(F)(11)(III) THE INFORMATION PROVIDED REPRESENTS ALL OF THE KNOWN INFORMATION AT THIS TIME. THE COMPLAINANT OR REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO THE MANUFACTURER.